Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/ perforation (uterus),") and device expulsion ("migration of the essure device/ location of device: migrated into my uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive from september 2009 to december 2009. Concurrent conditions included rash on face, multiple allergies, discomfort, swelling nos, shingles, weight gain, urinary tract infection, menses irregular, hot flush and tingling. Concomitant products included nuvaring. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced fatigue ("fatigue") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (total hysterectomy with bilateral salphangectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device expulsion, fatigue and weight fluctuation outcome was unknown. The reporter considered device expulsion, fatigue, uterine perforation and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion of left tube,no occlusion of right tube most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received: new events: fatigue, abdominal pain, wait gain/loss were added. Reporter, patient demographic information, all other relevant history updated. Previously reported event ¿device dislocation¿ updated to device expulsion and ¿perforation¿ updated to uterine perforation. Product stop date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device") and device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2017, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (pelvic surgery on (B)(6) 2017). At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.